Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician was unable to cross the lesion using the enroute .014 wire and 4f catheter. Angiogram revealed extravasation of contrast at the bifurcation. The procedure was converted to carotid endarterectomy (cea).

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician was unable to cross the lesion using the enroute .014 wire and 4f catheter. Angiogram revealed extravasation of contrast at the bifurcation. The procedure was converted to carotid endarterectomy (cea).